Event description:
X-ray unit fell off the wall.

Manufacturer narrative:
When the unit felt off the wall, the assistant was able to catch the tube head. The tube head slightly bumped the patient on the head leaving a little red mark. After inspection on site, it has been determined the unit was not installed adequately. It was found that the top hole in the wall was used previously and was too large to hold the lag-bolt. No medication or medical intervention was required.